Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the implantable pulse generator (ipg) had malfunctioned exhibited suspected malfunction and had reached rrt/eos and has no battery/lead data or diagnostic data and possible loss of capture. It was also reported that the right ventricular (rv) lead exhibited high threshold. It was further reported that the right atrial (ra) lead had dislodged and exhibited high thresholds. The ra lead and ipg were explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.